Event description:
The pump was replaced due to normal end of service. The surgery appeared to have been performed correctly. The new pump was programmed to deliver the same dosage as the replaced pump. The pt was discharged home the afternoon of surgery. The pt died during the night. Review of the new pump logs confirmed that the pump was programmed correctly. The pump was used to deliver baclofen 2000 mcg/ml at 745 mcg/day. There were no alarms noted in the event logs of the replaced pump. The medical examiner reported that the death appeared to be due to natural causes. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The pump was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is compelte.